Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead triggered an alert for out of range shock impedances. The impedances appeared to be stable around 60-70 ohms until the alert was triggered due to a spike to 131 ohms. At this time, the lead remains in service. The patient was brought in and the alert was reset. No adverse patient effects were reported.